Event description:
Infusion adapter spiked in a prepared chemotherapy ivpb broke off after being transported via a pneumatic tube system. The breakage occurred at the junction where the ivpb and the adapter meet, which resulted in total chemotherapy spillage from the ivpb. The preparation contained paclitaxel.

Manufacturer narrative:
An unused sample of the applicable bag (b. Braun medical inc. Pab container, 0.9% sodium chloride, 100 ml ndc) was received from the user and examined. The reported event involved a preparation of paclitaxel and investigations are currently on-going to determine possible interactions between the drug, the specific type of bag and the phaseal infusion adapter. Information has been received from the customer that this type of preparations (i.e infusion adapter spiked to prepared ivpb bag) are no longer being sent via the pneumatic system, but instead walked to their destination.